Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. Their basal delivery was suspended. The customer¿s sensor glucose reading from the reported event was 67 mg/dl while their blood glucose reading was 163 mg/dl. Troubleshooting was performed. The suspend on low limit in the sensor setting was 70 mg/dl. The sensor will be returned for analysis.